Manufacturer narrative:
Additional information was requested, but not received. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and but a lot # has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Lap chole - the doctor placed the specimen in the bag, pulled the bag up to the incision site and "the bag fell apart". The bead came off, the bag tore into multiple sections. It did not split at the seam it fragmented. The specimen was in the bag at the time of the break, but they were able to collect the specimen in the second bag and remove it safely. All pieces of the bag and the guide bead were safely removed. Type of intervention - all pieces of the bag and the guide bead were safely removed and an additional bag was used. Patient status - no patient injury.